Event description:
The facility reports the cna was transferring the resident in the lift. The cna reports the bearing block broke off from the mast, causing the resident to fall out of the lift. The resident suffered a fractured hip, which required surgery.